Event description:
The user facility reported that the angio-seal footplate pulled out. The angio-seal carrier tube was split. The patient was stable. Additional information was received on 24 jul 2023: left heart catheterization and abdominal aortogram procedure using a 6fr sheath. "Carrier tube was split" meant when foot plate failed to deploy properly. They examined the angio-seal to see if the collagen plug was in the body or not. They saw that the carrier tube was split at the end of the tube. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed, physical approved of angio-seal use. Hemostasis was achieved by manual pressure by scrub technologist. The estimated blood loss was 5cc.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the forward lock position. The hemostasis sheath and carrier tube were found to have been separated, however, the components remained connected via the suture. The anchor and collagen appeared to have been stuck within the valve of the hemostasis sheath. No other damage or deformation was found on the returned device. Functional testing could not be performed because of the condition of the returned device. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).